Event description:
It was reported that during a left ventricular lead revision, blood was noted inside the atrial lead. The atrial lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found dried body fluid inside the proximal insulation. The body fluid most likely entered through the damage to the proximal insulation at 30.9 cm from the connector pin. The damage was due to a suture thread being pulled through the insulation during implant. The lead exhibited normal electrical characteristics.